Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that twice this month the ins has been off when the patient went to check therapy. The patient states the controller and ins battery indicators confirmed neither were discharged or low. The patient confirmed he uses lock icon on screen to lock controller. The patient mentioned the only emi he has encountered was security screener devices on two occasions when visiting the (B)(6). It was reviewed that security screening devices were unlikely to turn therapy off. Controller buttons were reviewed. The patient states he believes this may be the cause of the ins turning off as the button is sensitive and the screen is very responsive. The patient states his finger may have pressed the top button when picking controller up from the nightstand which thumb pressed stim off button. The patient would monitor hand placement and occurrences and call back if necessary. The patient mentioned both occurrences where stimulation was discovered off, his pain level was back to his old self and really bad, which indicates that therapy works well when on. No further complications were reported/anticipated.

Event description:
Additional information was received from the patient who reported maybe they pushed the top button the charger by mistake at night. Patient was not sure if the issue resolved however it has not occurred again. Additional information was received and patient reported issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.